Manufacturer narrative:
A comparison of screws returned was conducted and one of the received screws does show a bigger size head than the other. The involved articles were investigated at our warehouse. Therefore we are able to confirm the received complaint. However investigation is still ongoing. Placeholder.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the size of the screw head was different. This is report 1 of 1 for (B)(4).